Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; +0.50/4.0/82 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. On (B)(6) 2022 the lens was exchanged with a same length/model lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).